Event description:
It was reported that a (B)(6) male patient was about to have his right ankle scanned using a head coil. The operator positioned the patient on the table and moved the table into the gantry. While moving the table, the pt's left foot touched the gantry's inner wall. He moved his foot and received a scratch from a clamp slider assembly which is located out side of the head coil. Due to the pt's platelet abnormality, bleeding did not stop. The patient received a blood transfusion and was hospitalized for 1 night for observation. The patient was released from the hosp the following day. No product malfunction was identified with this event. This incident occurred in (B)(6).

Manufacturer narrative:
One reason for this incident is non-intended use of the head coil. A modification of the head coil, which will avoid sharp edges, will be introduced for new coils. Since there are several thousand head coils in use and siemens has not received any complaints about sharp edges, from a risk management point of view, there is no need for any further measures. However, siemens will modify future coils as a preventive action. (B)(6)